Manufacturer narrative:
Tracking #.46561. Date sent: 11/12/1998. D6: device returned with no lot identification. Ligaclip endoscopic rotating multiple clip applier: based upon the inquiry info rec'd and the visual examination, no conclusion could be reached as to what may have caused the reported incident. The instrument was returned empty and locked out, further functional testing could not be performed. It could not be determined as to why the instrument was reportedly spitting clips and not forming the clips.

Event description:
It was reported during a laparoscopic cholecystectomy the er320 from a kit was not forming clips properly. The clips were not closing at the distal tips and were slipping off the cystic duct and artery. The duct was not inflammed and therefore not to large for clips. The applier also spit out one open clip as it was reloading. The case was completed with the same applier. There was no consequence to the patient.